Event description:
Patient is a 68 year old male who underwent surgery on (B)(6) 2010 for a left total hip arthroplasty, presented with pain and x-rays showed a femoral head dissociation from the trunnion of the stem as well as the trunnion fracturing off the neck of the body of the stem and floating free in the joint space. The original stryker implants implanted were: accolade tmzf size 4x132 stem, a 36-5 v40 cocr femoral head, a size 54 trident ha hemispherical acetabular shell, and two screws, and size 36 e neutral x3 polyethylene liner. No implant record available for the first surgery. The patient was brought into the operating room, a revision hip was performed on the left side, the trunnion was fractured from the stem, the head was free in the acetabulum causing impingement and metallosis. There was adverse local tissue reactions from the trunnionosis however the adductors were in tact. Another company's revision stem was used, the trident cup was retained and a new 36mm size e 10 degree liner was put into the cup.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.